Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella. An evaluation of the device cannot be performed as the device and further information was not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Left knee revision - due to mechanical failure - loosening of tibia and patella noted during revision surgery. Femur, tibial baseplate, insert and patella - all removed during revision. Surgeon revised to a triathlon.